Manufacturer narrative:
Date of this report: january 20, 2015. Date received by manufacturer: february 25, 2015. Product evaluation: analysis by the engineering group found that the condition of the device showed no significant physical damages. The handpiece was connected to the console and operated at default speed. The handpiece functioned and sounded normal. The unit was released to service and repair for processing. Service and repair could not verify customer¿s complaint of excessive heat. Performed pre-repair temperature test; the ambient temperature was 73.6 and the max temperature after 1 min was 78.4. There was no fault found. The handpiece was cleaned, tested, and passed manufacturing specifications. Method: - actual device evaluated; labeling evaluation; visual inspection; test for high temperature conditions. Results: - no failure detected. Conclusion: - no failure detected, device operated within specification.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis results available; evaluation expected but not yet begun. Method: no testing methods performed. Results: results pending completion of evaluation. (B)(4).

Event description:
It was reported that ¿the handpiece had heated up within 20 seconds after use; too hot for doc to hold.¿ there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.